Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the surgeon claimed the aiming beam was not accurate to the laser itself,the beam was forward firing. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, additionally, the control knob was attached and aligned with the fiber and can rotate. The fiber was functionally tested with the (helium-neon) laser fixture, no signs of breakage along the length of the fiber, the saline flow without problems in the fiber. Microscope inspection did not identify any defects. The fiber was tested using the forward firing test fixture, the rate resulted below the threshold for potential patient harm. Per moxy forward firing memo the rate of forward firing is above the threshold for potential patient harm. Based on the information available the reported of the beam forward firing could not be confirmed.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the surgeon claimed the aiming beam was not accurate to the laser itself, the beam was forward firing. The procedure was completed with another device. There were no patient complications.